Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with the keypad cover missing from the pump. During testing, the keypad buttons were appropriately responsive. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that the keypad was peeling which had occurred prior to the button response issue. The reporter confirmed that there was no noted moisture ingress into the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.